Event description:
Pt's wife reported pt experienced a blood glucose level of 16 mg/dl on (B)(6) 2012. Wife stated pt was not unconscious. Wife reported pt was treated with an infusion of glucose and afterwards he got a ventricular fibrillation and staff had to reanimate him. Wife stated pt was in intensive care for one week and is currently receiving stationary treatment. Attempts to f/u with pt's wife were unsuccessful. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.